Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1; date of submission: 03/03/2017. The device has been returned and evaluated by product analysis on 02/10/2017 with the following findings. During investigation, there was evidence of moisture behind the display lens. A leak test failed due to a bolus button leak. The pump was opened and there was evidence of moisture on the main printed circuit board. Unrelated to the original complaint, the audio bolus button cover was damaged but still responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.